Event description:
During a remote follow-up, episodes of undersensing were observed on the device. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.